Event description:
It was reported a failure to maintain vacuum overnight. Pump flashing red. Dressing detached in cleavage. Dressing was applied on (B)(6), the problem was found on (B)(6). A total of 9 hours without vacuum was stated. No adverse event or patient injury reported as an outcome.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. The returned pico pump was passed to our experts for analysis. Evaluation of the pump showed that pressure was lost under the dressing for a period of time, during which the device repeatedly attempted to re-establish pressure and resume therapy. The device was successful and therapy was resumed. The most likely cause of this loss of pressure it a lack of a complete seal around the border of the dressing, allowing air to leak. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.